Manufacturer narrative:
H10:a philips remote service engineer (rse) spoke with the customer. The investigation determined that the customer was using an unsupported mouse and keyboard; however it is unknown whether this could cause or contribute to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that two electrocardiogram (ECG) leads were disconnected, there is a flat line on the control unit with a blue technical alarm (contact fault) but after 30 sec to 1 min the alarm is inhibited by itself without any manipulation. The device was not in use on a patient.